Manufacturer narrative:
The device was returned to olympus for inspection and a blockage in the nozzle was identified which impacted the air/water flow. The nozzle was blocked due to foreign material. The cause of the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.